Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator was loose and slipped from a pressure level of 5cmh2o to 8or9cmh2o. The bubble CPAP generator is part of the bc151-10, bubble CPAP system kit (subject device). There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device, bubble CPAP system kit was discarded and not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the CPAP probe of the subject device was loose and slipped from a pressure level of 5cmh2o to 8or9cmh2o. Conclusion: without the return of the subject device for evaluation, we are unable to determine the cause of the reported event. The bubble CPAP system is designed to provide respiratory support to spontaneously breathing neonates and infants. It delivers a humidified mixture of air and oxygen to the patient interface. Positive pressure is generated via an underwater seal in the bubble CPAP generator, which creates a bubbling effect as gas exits the breathing circuit. The bubble CPAP generator includes a mechanism for adjusting the depth of the gas exit to allow for the delivery of CPAP levels ranging from 3 to 10 cm h2o. The adjustment mechanism is comprised of the bubble CPAP probe and bubble CPAP generator and it also includes a physical stop to ensure that pressure does not exceed 10cmh2o. This means that the pressure received by the patient remains within a therapeutic range used to treat neonates and infants with CPAP therapy. The user instructions that accompany the subject device illustrate in pictorial format the correct set-up and proper use of the bubble CPAP system kit. The user instructions also state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level". "Do not use if product or packaging is damaged". "Do not reuse any part of the bc151or bc161. It is manufactured for single patient use only". This product is intended to be used for a maximum of 7 days. Section d4: lot number, UDI details were not provided. Section h4: manufacturing date was not provided

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: lot number, UDI details were not provided. Section h4: manufacturing date was not provided

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator was loose and slipped from a pressure level of 5cmh2o to 8or9cmh2o. There was no reported patient consequence.